Event description:
The patient was originally admitted for pe in 2008, and a celect vena cava filter was placed. Patient was subsequently discharged seven days later. At about one week later, the patient presented to the ER with right flank pain. The patient was subsequently diagnosed with a retroperitoneal hematoma by CT scan. The patient was sent to angiography and it was identified that the lumbar artery was perforated. It is believed the celect filter perforated the vena cava and subsequently eroded through the lumbar artery. In the next day, the patient underwent a coil embolization of the lumbar artery to correct the bleed. The patient has subsequently been discharged from the hosp.

Manufacturer narrative:
No product was returned to assist in our investigation. However, based on the provided images and the history, it seems that the filter has perforated the vena cava. The pictures returned was not that clear, so it is difficult for us to conclude what the exact root cause for the incident has been. We asked for more info on the patient's drug history on january 12, 2009, but have not received any additional info which could may have helped us in the investigation. Perforation of the vena cava is unfortunately a known phenomenon and a potential complication. It is listed in the IFU as a potential adverse effect. Fortunately we have only seen very few cases related to this type of event. We can assure all appropriate individuals have been notified and we will continue to monitor for similar events.